Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer changed the pump supplies to address the issue. Reportedly, the customer is using cold insulin, wearing the infusion set for 2-4 days, and not cleaning the pneumatic tap and pump vents. Tandem clinical support informed customer that using cold insulin, wearing the infusion set for 2-4 days, and not cleaning the pneumatic tap and pump vents, is off label per the user guide. On (B)(6) 2022 the customer went to the ER for continuous occlusions with a blood glucose level of 479 mg/dl with high ketones, and was subsequently admitted into the intensive care unit. Customer attempted to address their elevated blood glucose levels with a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin. Reportedly the customer was released on (B)(6) 2022 with no permanent damage and the issue resolved. Customer successfully resumed insulin therapy on the pump.